Event description:
It was reported that bd alaris smartsite texium secondary set was clamp issues. The following information was received by the initial reporter with the following verbatim it was reported by customer that they have another tubing missing a tubing clamp.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of missing clamp could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10013364t lot number 22106056 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.